Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received clamp had one of its tips broken. The fracture pattern on the surface of the broken tip indicates typical brittle fracture under immense bending load. The breakage originated from the inner surface and progressed outwards. Absence of plastic deformation also confirms a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to user related issue. The failure was caused by excessive bending load application intraoperatively leading to an instantaneous brittle fracture. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during a surgery to address a right ankle fracture, the tip of the clamp snapped off in the patient's bone. The piece was retrieved and intra-op x-ray was used to ensure no pieces remained in the patient. Surgery was completed successfully with no delay.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during a surgery to address a right ankle fracture, the tip of the clamp snapped off in the patient's bone. The piece was retrieved and intra-op x-ray was used to ensure no pieces remained in the patient. Surgery was completed successfully with no delay.